Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale/review: an impella 5.5 was placed via the axillary graft site to support the 53 year old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. She had known history of a prior bypass/CABG for coronary artery disease and diabetes. No other history was shared. On 2nd day of support there was an observation made of the access site bleeding which required blood products to be infused back to the patient. With the bleeding there was flattening of the motor current and reduced flows were seen but pump position was appropriate. The team discussed another echo imaging to be done to assess position and volume needs. The pump remains on for support despite the bleeding and motor current and flow issues. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: major bleed / access site adverse event: the cause of the access site bleeding was not determined without returned product investigation and sufficient clinical details. Low or blocked pump flow: the cause of the low or blocked pump flow issue was most likely related to patient condition since the blood transfusion and bleeding issues were reported during the time of the reduced pump flows, and the data log also supports the patient condition trend.

Manufacturer narrative:
D6b: added explant date.